Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to power on. Complainant indicated that there was no pt involvement in the reported malfunction.